Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7.2 failed and was not sensing as closed. A field service engineer removed drawer from station, examined connections and found latch sensor was not securely plugged into module controller, secured connection, powered station down, returned drawer to station, powered station back on and launched application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.